Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture presented and high impedance issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture presented and high impedance issues. No additional information is available at the moment. No additional adverse patient effects were reported.